Event description:
Lift was being used in conjunction with sling. While transfering resident in recliner chair to bed, the stabilizing bar on the lower left side tore the lift pad causing a jolt to resident; and causing her to fall forward landing on her right side.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.